Event description:
It was reported that keys on the insulin pump were not responding. Customer's blood glucose was 14 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
All buttons on the insulin pump functioned properly. However, moisture damage was noted on the keypad traces. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.